Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch mr#1221934-2018-50464.

Event description:
It was reported that the speed trap got out during graft insertion during the acl reconstruction on (B)(6) 2018. It was brand new and the first use when the issue occurred. There was less than 30 min. Surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during a surgical procedure. It was reported that there was no damage to the bone. It was reported that there was surgical delay of 30 minutes. It is unknown how the procedure was completed. It was reported that the device was not removed during another procedure. It was reported that there was no impact to the patient. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).